Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he went to emergency room on (B)(6) 2020 because of rashes developed due to sensor. Customer was treated with cortisone cream and benadryl. Customer reported that her blood glucose level was pretty high and she declined to troubleshooting for high blood glucose. Sensor will not be returned for analysis. Mds-unk-xmtr.

Manufacturer narrative:
The information on concomitant medical products was not included in the initial report. The correct information has been provided with this report.